Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00052 (5044207): 1. Contact office: changed from (B)(6).

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00052 (B)(4). 1. Problem code updated. 3. Evaluation results code updated. 4. Component code updated. 5. Conclusion code updated. 4. Box h: device manufacturers: additional narrative updated as below. The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The detector holder is an accessory to position the large skyplate on a bed or patient table for x-ray exposures. Philips received a complaint on digitaldiagnost c90 indicating that arm that extends to hold detector in place was loose and detector has fallen out once. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the screws of the holder were loose. This resulted in the detector falling. The screws in the holder were tightened and applied loctite. The detector was calibrated and tested okay. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The reported problem was confirmed by the customer. Because of the reported problem it had resulted in the detector falling. Based on further investigation during retrospective review, the correct investigation and risk estimation was identified for the root cause of the reported issue detector holder fell down from the wall which resulted in detector falling. Risk estimation for the root cause was revealed that the risk is acceptable. The event was originally reported to the authorities with incorrect investigation and risk assessment as detector drop. Since that time, based on retrospective review identified & updated with correct investigation & risk estimation for detector holder issue which revealed that the event does not meet the criteria for reporting.

Event description:
It was reported that the detector fell from the detector holder. There was no patient or user impact.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on customer site and performed analysis which concluded that the screws of the holder were loose. This resulted in the detector being dropped. The screws in the holder were tightened and applied loctite. The detector was calibrated and tested okay.